Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a unknown procedure. The surgeon could not clamp the tissue. The case was completed using another device. No patient injury.